Event description:
Per the clinic, the device was explanted on (B)(6) 2014 due to infection at the implant site. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, october 3, 2014.

Manufacturer narrative:
(B)(4).